Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was tapped the reservoir to move air bubbles to top of reservoir and it was really hard for them to push plunger up to move air into vial. Customer stated that this incident happened last year and also this year so almost 5 reservoirs that was faulty. No harm requiring medical intervention was reported. The device will not be returned for analysis.